Event description:
The customer reported that prior to use of the iabp unit, the iabp generated maintenance code #1 (atmospheric transducer offset failure) alarm. No pt injury was reported.

Manufacturer narrative:
The company rep tested and unit and observed the electrical code failure # 54 (atm transducer calibration failure) in the error journal. The atmospheric transducer was calibrated. In an unrelated event, the safety disk assembly (part number 0997-00-0985-01) was replaced. The company rep performed calibration, functional, and safety tests. The unit met factory specifications and was returned to the customer. (B)(4).